Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The caller stated the chair is rubbing when a patient sits in it. The caller checked welds believes that it may be an issue with the locking mechanism on the x brace. The caller stated the left wheel is rubbing.